Event description:
Information received from the field notes that the patient was in the hospital for a non-pacemaker related issue. When the device was interrogated, "position wand" and "unable to detect device" messages were displayed. Prior to device replacement, the patient expired.